Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dyonics generator alarm sounded. A short circuit error was present as well as smoke. The unit was unplugged immediately. The handpiece cord was hot to touch. No patient or user injury reported. This did not result in any delays. A backup device was available to complete the procedure.

Manufacturer narrative:
This reported event is a duplicate event as reported on 1643264-2017-00244 ((B)(4)).